Event description:
It was reported the valve was explanted due to calcification, stenosis, and aortic insufficiency. It was replaced with a 23 mm sjm mechanical valve. Additional info has been requested.